Event description:
It was reported that there were different parameters displayed between the ev1000 and tee (transesophageal echocardiography). No patient compromise was reported with respect to this event.

Manufacturer narrative:
The device return is anticipated but was not yet received at the time of this submission. Despite all efforts during a site-visit by an edwards representative, it was not possible to obtain additional information regarding the device serial number or a detailed description of the event.